Event description:
Per user facility maude event report form, #(B)(4), during an unknown procedure; ¿lining in the jaws of the device while inside the patient. Surgeon was able to locate lining and pull it out of the patient."

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.